Manufacturer narrative:
The insulin pump was received with no button response due to moisture damage found on the electrical board connector. Unable to perform the displacement test and self test due to no button response. The pump was received with a cracked case (battery tube), and broken battery tube threads. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damage and crack near the battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.